Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 05-apr-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for an unknown indication for use. It was reported that the lead was placed in the epidural space, when the lead connectivity was checked by the wireless external neurostimulator (wens). It was reported that two spots were marked with ¿x¿. The rep changed the location of the lead in the wens from the 0 through 7 port to the 8 through 15 slot, wiped the lead down and repositioned it. The two contacts remained with red ¿x¿s¿. No external factors were reported to have contributed to the issue. It was clarified that this was for an implant. The lead was replaced with a new lead. The implant was completed with no further issues. The issue was resolved at the time of the report. It was indicated that the lead was never implanted and would be returned for analysis. The event occurred on (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information noted that the wens was discarded by the customer and the issue was an out of box failure with the lead. No further complications were reported/anticipated.